Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine button was grayed out which prevented cine from operating. There is no report of injury or death associated with the event described in this complaint.